Event description:
It was reported that a physician attempted an arteriotomy closure of a common femoral artery using a proglide device after a liver tumor chemo-embolization procedure. Reportedly, during plunger removal, the needles did not have any suture attached. The device was removed and a second proglide was used to achieve hemostasis. There was no adverse patient effect. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The report of the needles did not have any suture attached during plunger removal was confirmed. During visual inspection and functional testing of the returned device it was noted that a cuff tab (approximately 0.01 by 0.01 inches square) was broken off and not returned with the device. Based on the investigation findings, the probable cause for the reported event was determined to be related to the operational context where the device was used. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.